Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a percutaneous lead and an ipg, on (B)(6) 2010. It was reported the pt fell recently which resulted in a loss of stimulation from her scs system. An examination of the pt's system found the impedance measurements for contacts 9, 10, 12, 13, 14, 15 and 16 were invalid. Attempts to regain coverage via reprogramming were unsuccessful. The pt has been scheduled for an x-ray of her scs system and is without stimulation at this time. Follow up info regarding the pt's status was requested but not yet received.